Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an acute pulmonary edema at the end of the cardiac resynchronization therapy defibrillator (crt-d) implant procedure. Medication was administered and continuous positive airway pressure (CPAP) machine was provided. The device remains in use. No further patient complications have been reported as a result of this event.